Manufacturer narrative:
E1: patient city: (B)(6). Patient country: peru. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in peru. It was reported that the patient faced needle break event on (B)(6) 2025. The patient reported that the patient was being stuck by a needle associated with a medtronic product. The needle stick took place during needle removal. The patient did not receive medical treatment because of needle stick. . No further information available.